Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error b30" was presumed to have been due to a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The suggested phenomenon of "coating on the insertion section was peeled off" was presumed to have been due to by external factors or handling of the device. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "3.3 inspection of the endoscope 4 - inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a b30 (scope communication error) occurred due to damage on the charged coupled device unit, and the connecting tube had coating peeling (1mm squared or more). This report is being submitted for the reportable malfunctions found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable findings noted in b5 the following was discovered; the control unit was sticky due to water leakage the scope connector was sticky due to water leakage, the scope connector cover unit was sticky due to water leakage, the bending angle in up direction did not meet the standard value due to wear of angle wire, the connecting tube had a dent and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.